Manufacturer narrative:
(B)(4). B5: describe event or problem additional information. D9: device availability additional information. G3: date received by manufacturer additional information. H2: additional information/device evaluation. H3: device evaluated by manufacturer additional information. H6: adverse event problem component codes additional information.

Event description:
It was reported that signal loss over an hour occurred on for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and passed. Pairing test was performed and failed. A review of the bin file was unable to perform due to it could not be paired with the nordic bluetooth device and allegation was found for serial number (B)(6) within the investigation window. The allegation was confirmed. The probable cause was a defective transmitter. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.